Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to was found to have two severely bent grips, causing misalignment of the grips-tips. There was a 0.64 mm offset at the tips. A clip can be properly loaded into the clip groove of the grips-tips. However, the clip could not be applied to the in-house test tube due to the misalignment caused by the severely bent grips-tips. The grips were not found to have cracking damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted segmental pancreatectomy surgical procedure, the 8mm medium-large clip applier insturment does not open or close. The user completed the procedure using a backup medium-large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon attempted to remove the instrument after applying the clip. The surgeon was unable to open the clip after it was closed. The instrument was sent for evaluation. No photographic images of the device(s) or a video recording of the procedure available for isi review.